Manufacturer narrative:
Analysis: the 3889-28, lead item 10,( lot # va23nnc) was subjected to a series of standart tests that include but is not limited to visual inspection and electrical testing. Analysis of the 3889-28, lead item 10 ,( lot # va23nnc) determined that the outer insulation of the lead was separated at the butt joint of the/near the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the lead sheath broke away from the tines. The lead was replaced with a new lead provided by the manufacture representative to finish the implant. The event was resolved at the time of this report. No symptoms were reported. No further complications were reported.